Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD). An inappropriate alert was triggered for sensing supra ventricular tachycardia (svt). The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the panorama ii clinical study.